Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received questionable calcium gen2 results on their integra 800. The customer stated a doctor questioned nine samples for calcium. The customer repeated the samples on (B)(6) 2014 using the original integra 800 and another integra 800 analyzer. The customer stated that four of the samples did not repeat and they had to issue corrected reports. The customer provided data for the four samples, one of which had a discrepant result that was reported outside the laboratory. The patient's initial calcium result was 12.7 mg/dl. The repeat results were 10.0 mg/dl and 9.9 mg/dl. The repeat results were considered correct. No patients were treated based on the initial results and there were no adverse events. The calcium reagent lot number was 69535701 and the expiration date was 05/31/2015. The field service representative found a faulty sample probe. He ran a precision check before troubleshooting and the check failed. He replaced the sample probes and repeated the precision check. The repeat check passed. As a preventative measure, he replaced the reagent probes and syringe seals. The customer performed calibration and quality control with results within their established ranges.